Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported to us anonymously through medwatch so good faith attempts could not be made to acquire more information.

Event description:
It was reported that a patient experienced spasm. During a pulsed field ablation (pfa) procedure a farawave ablation catheter was selected for use. Ablation was performed 8 times on the cavo-tricuspid isthmus (off label use) using farapulse. There was no change in the electrocardiogram, but when contrast was performed on the right coronary artery, the #2 branch was found to be spasming. This issue was improved by injecting nitroglycerin. The procedure continued as planned and was completed without any problems. The patient's condition remained stable, and the patient left the room. The device is not expected to be returned as this complaint was anonymously reported through the medwatch program.